Event description:
It was reported that, during the implant procedure, both the 4076 and the 5568 leads were difficult to position, had high thresholds and sensing difficulties. It was also reported that the leads' problems may have been due to the patient's anatomy. Both leads were removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism and the lead appeared damage at implant. (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that the helix/lobe was distorted/bent and there was blood in/on the helix/lobe mechanism.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.